Event description:
The customer reported to olympus that the rhino-laryngo videoscope, had a ¿bug¿ pointed out by the user. It is unknown when the event occurred. There is no report of patient or user harm associated with the event. Subsequently, the device was inspected on return to olympus, and it was discovered that the resin part of the image guide coil had fallen off. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s allegation of the remote switches are non-functional was due to damage on the switch button 1 not working. Additionally, olympus discovered that the resin part of the image guide coil (connecting tube) fell off. This was due to physical stress or chemical stress leading up to a drop off of corrugated tube parts loosening or disconnecting. Other events were found and are as follows: (there was damage to the switch board leading to the switch button 1 and 4 to not work, (b.) Due to a cut on the connecting tube, water tightness was lost, (c.) The adhesive on the bending section cover (a-rubber) had a chip, (d.) The connecting tube had a dent (e.) The connecting tube had a coating peeling issue, (f.) The grip was sticky, (g.) The up/down plate was sticky, (h.) The universal cord was sticky, (I.) The control unit had a scratch, (j.) The switch box had a scratch, (k.) The grip had a scratch, (l.) The universal cord had a scratch, (m.) Due to wear of angle wire, bending angle in up direction did not meet the standard value, (n.) The light guide bundle was slipping down, (o.) The control unit had water leakage due water leakage, (p.) The video head case had a scratch, (q.) The video connector had a scratch, (r.) The light guide connector had a scratch, (s.) The protector of the video cable section, (t.) The video cable had a dent, the video cable had a scratch, (u.) The forceps elevator lever had a scratch, (v.) The angulation lever had a scratch, (w.) And the universal cord had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.